Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre sensor had fallen off after 4 days of wear, after displaying a ¿lo¿ (readings less than 40 mg/dl) message. The customer experienced symptoms described as ¿tired and fuzzy¿ and was unable to self-treat, requiring a bottle of coke from his wife as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.